Manufacturer narrative:
(B)(4).

Event description:
The patient was moving his couch when he felt something move in his back. He subsequently experienced a loss of therapeutic effect. Further information is being requested from the hcp.